Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, moisture damage was found on keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube window, reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling and the keypad was not responding. The customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.